Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. However, no relevant alarms were noted in adapt. To assure proper device functionality, the following tests were performed. Unable to perform displacement test, displacement accuracy test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to persistent pump error 38 displayed during rewind. Unit failed rewind test but passed self-test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. However, corrosion was noted on the motor home switch, causing the persistent pump error 38. Due to moisture damage, isolate to electronic assembly. The following cosmetic damages were noted: broken belt clip rails, keypad overlay texture damage, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, unable to confirm customer allegations of high bgs. However, pump error 38 was displayed as unit failed rewind test, caused by corroded motor home switch. Isolate to electronic and motor assembly due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked pump. The customer experienced hyperglycemia and reported a blood glucose value of 420 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed and damage to the pump was caused by the customer and/or by normal wear and tear. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer discontinued using the device and mmt-1886 was returned for analysis.